Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the venogram of the coronary sinus, while preparing to implant the left ventricular lead, the patient went hypotensive. The patient then went into ventricular fibrillation/cardiac arrest requiring two shocks and cardiopulmonary resuscitation and advance life support. The patient was stabilized and the left lead was aborted and a dual chamber implantable cardioverter defibrillator (ICD) was implanted instead. The physicians felt that the cardiac arrest was from pulseless electrical activity as the patient has only a small portion of their right lung. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.